Event description:
According to the rptr: during the case, cutting became dull. Re-connected the device, but the trouble was not solved. A new device was opened to complete the procedure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).